Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-02369. It was reported the patient is no longer receiving effective stimulation. The abbott representative confirmed the issue. The patient does not have coverage on the left side. Surgical intervention may be pending to address this issue.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-02369. . Follow up information identified the patient underwent surgical intervention (B)(6) 2018 where the left lead was removed and replaced and the right lead was repositioned to attain better stimulation coverage. Postoperatively therapy was resumed and effective stimulation was attained.